Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed: hartl s, auf der heiden c, bejinariu a, clasen l, füting a, vom dahl s, lüdde t, kelm m, makimoto h. Radiofrequency pulmonary vein isolation without esophageal temperature monitoring: contact-force characteristics and incidence of esophageal thermal damage. J clin med. 2022 nov 23;11(23):6917. Doi: (B)(6). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: hartl s, auf der heiden c, bejinariu a, clasen l, füting a, vom dahl s, lüdde t, kelm m, makimoto h. Radiofrequency pulmonary vein isolation without esophageal temperature monitoring: contact-force characteristics and incidence of esophageal thermal damage. J clin med. 2022 nov 23;11(23):6917. Doi: 10.3390/jcm11236917. Pmid: 36498492; pmcid: pmc9741279. Objective/methods/study data:the article evaluated the incidence of endoscopically detected esophageal lesions (edel) and the contribution of contact force to esophageal lesion formation without esophageal temperature monitoring. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: 3.5 mm tip (thermocool smarttouch, biosense webster, inc., irvine, ca, USA). Other biosense webster devices that were also used in this study: 3d mapping system (carto, biosense webster,inc. Irvine, ca, USA), multipolar diagnostic catheter (lasso, biosense webster, inc., irvine, ca, USA) non-biosense webster devices that were also used in this study: two sl1 sheaths (st. Jude medical/abbott, plymouth, mn, USA), adverse event(s) and provided interventions: esophageal thermal lesions were diagnosed in 6 of 131 patients. None of these patients developed clinical symptoms, such as odynophagia, hemoptysis or symptomatic reflux. Two cases of pericarditis accompanied by a small inflammatory pericardial effusion could be treated conservatively. One patient with mild pv stenosis (lipv, asymptomatic) was incidentally noticed in a cardiac MRI that was performed for another indication. Two patients with pulmonary infection - no treatment indicated and noted to be a minor complication.